Event description:
It was reported during remote follow up that the right ventricular lead exhibited noise reversion episodes. The lead was reprogrammed and remains implanted. The patient condition was unknown.